Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks to the patient. The shock impedances values were observed to be high, however no measurements were out of range. The s-ICD was reprogrammed from the primary to the secondary vector and remains in service. No adverse patient effects were reported.